Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, missing end cap sticker and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump. The customer's blood glucose level was 33 mg/dl. The customer was hospitalized on (B)(6) 2015 at 9 pm. The customer's blood glucose level was at 487 mg/dl. The customer was treated with insulin injection. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.